Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a low battery alert. She changed the battery and received a failed battery test alarm. The customer stated that the battery cap could not be removed to change the battery. The customer was advised to use a quarter and then a large screwdriver to remove the cap; the customer was not able to remove it. The customer had the pharmacist and the emergency medical technician attempt to remove it with no success. Blood glucose value was 390 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan if the battery is low. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot and minor scratches on the display window.